Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had resistance on the air passage. The decannulation/reintubation was required.